Event description:
A customer contacted beckman coulter inc, (bci), regarding a troponin (accu tni) result, in the risk stratification range, generated by the unicel dxi 800 access immunoassay system for one patient. Upon repeat the sample resulted within the normal reference range. Customer also repeated the sample using a different methodology which resulted "negative." The accutni result was reported out of the lab. The effect, if any, to patient is unknown at this time.

Manufacturer narrative:
The sample was plasma collected in a lithium heparin tube. The specimen was centrifuged at 3,000 rpm for 6 minutes qc was within customer's established ranges for level I and ii on the date of the event. Customer had a passing accutni calibration on (B)(6) 2011. A system check performed on (B)(6) 2011 passed within specifications. A field service engineer (fse) was dispatched: the fse ran a high sensitivity system check which passed. No instrument issues were found. No root cause could be determined for this event.